Event description:
It was reported that this right ventricular (rv) lead moved from its original implant location. A chest x-ray was performed which confirmed the lead movement due to improper post procedure care. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.